Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection at their neck incision site and noted pain, swelling, rash and puss. Design history record review for the lead was performed. The lead was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No additional or relevant information has been received to date.